Event description:
It was reported that a when the ij return cannula (hls arterial cannula 19f) was being secured with sutures, the sutures appeared to cut partially through the armored wall of the hls cannula. The failure has occurred during use. It is unknown at this moment what actions have been taken when the failure occurred. #(B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when furhter information becomes available.

Manufacturer narrative:
A follow-up medwatch will be submitted when furhter information becomes available.

Event description:
(B)(4).

Manufacturer narrative:
It was reported that a when the ij return cannula (hls arterial cannula) was being secured with sutures, the sutures appeared to cut partially through the armored wall of the hls cannula. The failure has occurred during use. Customer changed the product during treatment. No harm or death to any person was reported. A photograph was received that shows the applied suture place and damage point on hls cannula body. No product investigation is required since the received photograph shows the failure clearly. DHR review could not be performed as the lot number of the affected product was not provided. The related mitigation is covered in instruction for use of hls cannula: - mit-113: if a suture is directly looped around the wire-reinforced section, the cannula can be cut into, kinked or damaged. Secure the cannula around the rigid barbed connectors in such a way as to ensure that it is not kinked at the insertion site. According to the given information of the hospital case description and received photograph the most probable root cause is a failure of the user / operator directly suture the cannula to the patient¿s skin at the wire reinforced section with medical thread. This most probably caused the cut partially through the armored wall of the hls cannula. The customer will be informed about the investigation results by sales and service unit. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : photograph was received that shows the applied suture place and damage point on hls cannula body. No product investigation is required since the received photograph shows the failure clearly.

Event description:
(B)(4).